Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted approximately in 2010 by another physician. Physician reported that the patient has experienced bad pelvic pain since essure insertion. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4) final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on (B)(4) 2015 from treating physician - (upgraded to incident). Patient´s initial and date of birth were updated. Her weight was (B)(6) her concurrent condition included obesity. Previous gynecological interventions, problems and procedures were denied. It was reported that patient had a tubal ligation as medical history (discrepant information). This physician did not have information about insertion, since this physician did not place the essure devices. The patient was seen at initial visit with pelvic pain possible associated with essure insertion. It was reported that she was not in a post-partum state at time of procedure. On (B)(6) 2015, x-ray of abdomen was done and bilateral essure coils appeared to be in place. Ultrasound was also performed and left essure coil was clearly identified in situ on 3d imaging. The right essure was not identified. On (B)(6) 2015, essure was removed due to patient request. Lsc (laparoscopic) bilateral salpingectomy was done. During surgery, it was diagnosed that essure coil perforated one tube. On (B)(6) 2015, after procedure visit, patient developed vaginal pain with itchy and irritated burning. A culture was done and showed positive gardnerella. Preoperative pain has resolved since surgery. Follow-up received on (B)(6) 2015: ptc assessment updated without major changes. Follow up information received on (B)(6) 2015: physician's office was contacted and reported that the patient was previously seen at two different places; but they did not know where essure was inserted. They did not have records of who or where it was inserted. The patient went to them because of possible issues with essure post insertion. She was a new patient for and them and they believe that essure was inserted in 2011. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who experienced pelvic pain since essure (fallopian tube occlusion insert) insertion. A laparoscopic bilateral salpingectomy was performed and essure inserts were removed. During surgery, it was diagnosed that essure coil had perforated one tube, interpreted as fallopian tube perforation. Events pelvic pain and fallopian tube perforation were considered serious due to medical importance. According to essure's reference safety information, both events are listed. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the perforation was diagnosed approximately 5 years after essure insertion during the bilateral salpingectomy performed to remove essure inserts. Although the exact onset date is not known, due to the nature of this event and positive temporal relationship, this event is considered related to essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient experienced pelvic pain since essure insertion. Moreover, a fallopian tube perforation caused by essure coil could contribute to the pelvic pain. Considering the positive temporal relationship and nature of the event, a causal relationship between the pelvic pain and essure cannot be excluded. This case is regarded as incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.